Event description:
Access port broken. F/u findings: tubing leak at or near the connector. Follow-up findings: additional description "spontaneous rupture of the catheter connecting the implanted chamber to the gastroplasty band."

Event description:
Access port broken. F/u findings: tubing leak at or near the connector.